Manufacturer narrative:
User reported issue was confirmed. Corrective and preventive action (B)(4) had been issued to address this issue. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported that "tubing comes apart at drip chamber." This occurred on two separate occasions. The original was not kept. The most recent was returned to the manufacturer for evaluation. No patient was involved in this case.